Event description:
The customer contacted stryker to report that their device's battery life was shorter than expected. Upon further examination, stryker observed that the device had experienced sudden battery depletion. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device and was not able to reproduce the reported issue. The root cause of the sudden battery depletion could not be established. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device's battery life was shorter than expected. Upon further examination, stryker observed that the device had experienced sudden battery depletion. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed initial evaluation of the device and verified the reported issue in the review of the device electronic records. The device will be sent for the further evaluation. The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.